Manufacturer narrative:
H3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Visual inspection noted there was no abnormality in the appearance of the main body. In air mix mode there was no flow confirming the complaint. A root cause was the tube for air mix inside flow volume was disconnected however it is unknown what caused the disconnection. A device history record (DHR) review was not performed as there was no indication of a manufacturing defect during the investigation. Actions taken: replace the air mix switch kit. Device passed all functional and delivery tests.

Manufacturer narrative:
B3: date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a sufficient amount of air flow (or ventilation) was obtained in the no air mix mode, but could not in the air mix mode. No patient injury was reported. No additional information is available for this complaint.